Manufacturer narrative:
Unit passed displacement test sleep current measurement and active current measurement within specifications. Unit passed self test. No unexpected blank display noted. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, fading serial number label and keypad overlay texture damage.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's health care provider called via phone call reporting that the customer's insulin pump is not responding to any battery changes and that the screen stays blank. The customer's blood glucose is unknown. The insulin pump is being returned for analysis.